Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient fell out of bed onto their chest, and shortly afterward the right ventricular (rv) lead began to experience issues. The rv lead showed an increase in thresholds, low r-waves, no capture at maximum output, and a possible micro-dislodgement. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.